Manufacturer narrative:
Investigation summary: bd received one opened and retracted (B)(4) gauge insyte autoguard unit from lot 0069179 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a piece of foreign matter (fm) attached to the catheter tubing. The piece of fm was collected and sent for ftir analysis. The analysis showed that the fm was made up of polyethylene. Polyethylene is a known material used creating the vent plugs and transfer containers/carts used by operators within the manufacturing rooms. Based on the combination of the ftir results and the shape of the material it is likely the piece of fm originated from the plastic containers and carts used in manufacturing process. Wear and tear to the containers or carts may have resulted in small pieces of foreign being introduced into the manufacturing environment. Based off the visual inspection and testing the engineer was able to verify the reported defect.

Event description:
It was reported that insyte autoguard yel 24ga x .75in had foreign matter. The following information was provided by the initial reporter: dirty things stick on the catheter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard yel 24ga x .75in had foreign matter. The following information was provided by the initial reporter: dirty things stick on the catheter.